Event description:
Nurse reported a pt injected with radiesse dermal filler in the nasolabial folds and cheeks developed an area of swelling, erythema and tenderness two days post-injection. The pt was treated with antibiotic, keflex and darvocet for pain. She was re-evaluated on day six with redness subsiding; however, now scab-like pustules had formed with tissue thickening in the affected area.

Manufacturer narrative:
The pt was treated with a second course of keflex and topical corticosteroid, temovate cream (prescribed two days on, two days off). The inflammation slowly began to resolve. The pt returned for a re-check on day fourteen, showing signs of improvement; however, the pustules now appeared to be bubbling. The pt was sent to a dermatologist for further eval. During f/u the pt coordinator reported the pt is now doing well. No further info has been provided. A review of the device history records indicates reported lot #1021358 met all specifications prior to release.